Event description:
An infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump.